Manufacturer narrative:
Received one used mc100 microclave for inspection. As received, the seal was stuck down. The microclave was disassembled. The seal had excessive seal tearing. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device. The directions for use (dfu) states: "the clave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch." A devie history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear neutral connector where it was reported the clave was defective. It appeared that the silicone seal was ripped, and the top of the seal was missing. The internal cannula was exposed and there was blood within the connector. There was patient involvement, no human harm and unknown delay in therapy reported.